Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event which was treated by correction bolus via pump and mdi via multiple daily injection (mdi) and the infusion set cannula was bent on (B)(6) 2026.